Event description:
It was reported via repair work order that there was no power to bed due to malfunction cpu board and damaged foot end potentiometer. It was also reported that the foot end lift was stuck in an elevated position due to a damaged sensor coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.